Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: returned product consisted of the rotawire drive. The wire body, proximal end, and spring tip were visually and microscopically examined. Inspection of the device found that the spring tip had been detached. There were no other damages or irregularities identified with the returned rotawire.

Event description:
Reportable based on device analysis completed on 10jun2022. It was reported that the rotawire was unable to cross the lesion. The target lesion was located in a severely calcified moderately tortuous left anterior descending artery (lad). The lesion was at 99% stenosis. A rotawire drive was selected for use. The device was unable to cross the lesion. The procedure was completed with another of same device. No patient complications were reported. However, device analysis revealed that there was a spring tip detachment.